Manufacturer narrative:
Per data log analysis, the system is power cycled and a perfusion screen is opened. The gas system is successfully calibrated again. Many flow and fraction of inspired oxygen (fio2) settings are made with no indication of an issue. Perfusion screen is exited at 09:55:57 with no indication of a problem. When flow is set to 0 l/min using the slider it is normal for some flow (< 0.20 l/min) to exist. To eliminate this small amount of flow the flow knob must be used, or source gas turned off. As noted in the operators manual, always disconnect or turn off the gas supply when not in use as the system will vent several liters of gas per minute, even when the flow is set to zero. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) could not duplicate the customer complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) had a small amount of gas current . It does not stop by a manual operation. They elected to utilize the epgs for the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that no unusual gas flow occurred during lab testing. The pst connected the electronic patient gas system (epgs) to a system one simulator and central control monitor (ccm), attached oxygen and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.53 volts, within the specification of .55-2.758 volts. The pst connected an external flow meter to the output of the epgs. No unusual gas flow occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.